Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink/continu-flo set disconnected and leaked. During an unspecified surgical procedure (also reported as endoscopy and unspecified surgical procedures requiring sedation/general anesthesia), the patient woke during the surgery which required the medical team to administer ¿more anesthesia via IV.¿ upon further inspection, it was discovered that there was a leak at the IV connection: specifically, between the hand and the IV tubing. The solution had pooled on the floor. The ¿connection appeared to be undone¿ leading to propofol leakage. No blood loss occurred. The leak was identified during the procedure when the patient regained consciousness. The duration of propofol therapy was more than 20 minutes. No further information was available at the time of this report.